Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). The meter values were implausible compared to values measured in the laboratory using an unknown method. On (B)(6) 2018, a sample from the patient was tested using the meter, resulting with a value of 3.9 inr. Within 1 hour, a sample collected from the patient was tested in the laboratory, resulting with a value of 2.99 inr. On (B)(6) 2018, a sample from the patient was tested using the meter, resulting with a value of 3.2 inr. Within 1 hour, a sample collected from the patient was tested in the laboratory, resulting with a value of 2.21 inr. Upon review of the meter memory, a value of 3.2 inr was measured at 15:52 on (B)(6) 2018 and a value of 3.2 inr was measured at 17:55 on (B)(6) 2018. On (B)(6) 2018, a sample from the patient was tested using the meter, resulting with a value of 5.2 inr. Within 1 hour, a sample collected from the patient was tested in the laboratory, resulting with a value of 2.51 inr. Upon review of the meter memory, a value of 3.2 inr was measured at 09:29 on (B)(6) 2018 and a value of 3.9 inr was measured at 18:35 on (B)(6) 2018. On (B)(6) 2018, a sample from the patient was tested using the meter, resulting with a value of 4.0 inr. Within 1 hour, a sample collected from the patient was tested in the laboratory, resulting with a value of 2.97 inr. The patient was in pain due to having bad vein conditions and having samples collected for laboratory testing. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3.0 - 3.5 inr. The patient's product was requested for investigation. Relevant retention test strips (lot 322642) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter and one vial of test strip lot number 322642-11 were provided for investigation. It is not clear if this lot number was in use at the time of the event. A clarification has been requested. The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Results: donor 1: master lot with reference meter = 2.5 inr, customer strips with customer meter = 2.8 inr. Donor 2: master lot with reference meter = 2.3 inr, customer strips with customer meter = 2.4 inr. The maximum difference between measurements with the same blood sample was 12 %. Returned customer material and retention material comply with specification. This conclusion is based on donor blood up to 2.5 inr. The returned test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The returned test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 322642) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Medwatch field device evaluated by MFR has been updated.